Event description:
It was reported that a broken coil occurred. The target location was the ovarian vein. An 038 catheter was advanced to the ovarian vein. A 8mm x 20cm fibered-interlock¿ 18 2d was loaded; however, the coil was not coming into the field of view. The coil was then retracted into the sheath. The coil was reloaded into the catheter and the same thing happened again. The whole system was pulled back out without resheathing. A non bsc guide wire was advanced down the catheter and it showed that the distal half of the coil had snapped off and was still in the catheter. The whole system was then withdrawn out of the patient. The procedure was completed with a .035 interlock¿. There were no patient complications reported and the patient's condition was stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a coil, introducer sheath, pusher wire and catheter were returned for analysis. The coil was inspected and the proximal end was found to be severely stretched and kinked. Blood was present on the fiber bundles of the coil. The pusherwire was returned inside the introducer sheath. The introducer sheath was inspected. It had been cut in two, no other anomaly was noted. The pusher wire was inspected and no anomaly was noted. The coil zap tip was inspected and no damage noted. The interlocking arm of the coil was inspected and the arm was buckled in on itself. The interlocking arm of the pusher wire was inspected and no damage noted. The dimensions that could be measured were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as continuous flush was not maintained and an incompatible catheter was used during the procedure. The dfu states that ¿in order to achieve excellent performance of the interlock fibered idc occlusion system and reduce the risk of thromboembolic complications, it is critical that a continuous flow of appropriate flush solution be maintained between a) the microcatheter and guiding catheter, and b) the microcatheter and any intraluminal device.¿ and ¿the interlock fibered idc occlusion coil is designed to be delivered under fluoroscopy with a 0.021 in (0.53 mm) inner diameter (i.d.) Microcatheter (e.g. Renegade¿ microcatheter) with one or two radiopaque (ro) tip markers.¿ (B)(4).

Event description:
It was reported that a broken coil occurred. The target location was the ovarian vein. An 038 catheter was advanced to the ovarian vein. A 8mm x 20cm fibered-interlock¿ 18 2d was loaded; however, the coil was not coming into the field of view. The coil was then retracted into the sheath. The coil was reloaded into the catheter and the same thing happened again. The whole system was pulled back out without resheathing. A non bsc guide wire was advanced down the catheter and it showed that the distal half of the coil had snapped off and was still in the catheter. The whole system was then withdrawn out of the patient. The procedure was completed with a .035 interlock¿. There were no patient complications reported and the patient's condition was stable.